Event description:
A report was received that the patient had swelling and difficulty charging the ipg. It was unknown what caused the charging issue; however, the only thing that the physician could only think of was that change in position from prone to standing somehow affected the depth of the ipg. The patient was prescribed medication to decrease the swelling and will undergo a pocket revision procedure.